Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level was 409 mg/dl. Customer also reported that the insulin pump had insulin flow block alarm. Troubleshooting was done for insulin flow block alarm.customer reported insulin exited from the tubing after troubleshooting. Customer declined troubleshooting for hyperglycemia. It was unknown whether the customer was using auto mode feature at the time of reported event. Customer treated their blood glucose with manual injections. Insulin pump will not be returned for analysis.